Event description:
It was reported to philips that the device boots to service mode and the keypad is not functional. There was no reported patient or user involvement and no adverse patient/user impact.